Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported the roller pump generated a "stopped motor" error message. The device was returned for investigation and repair. Since the event occurred during routine testing of the device, there was no patient involvement during this event.